Event description:
The customer stated that the coulter lh 780 hematology analyzer leaked clear fluid while running shut down. The volume of leak was about 1 pint and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found cut tubing at vl4c near manifold 4. He replaced the tubing that fixed the leak. (B)(4).